Event description:
While reviewing the med records provided on (B)(6) 2015 it was determined that during laparoscopic catheter repositioning on (B)(6) 2015 two herniations were noted with the co2 insufflation. No med intervention was reported in the med record.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of the medical records.